Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation selection , investigation site: (B)(4), selected flow : device interaction / functional. Visual inspection the mounting thread on the tip of the extraction screw for pfna blade is blocked in the pfna blade. The extraction screw for pfna blade is intact and beside some minor marks does not show damages. It is not possible to detach both part from each other. Functional test/ dimensional inspection: a functional test and dimensional inspection cannot be performed because the devices are blocked together. Document/specification review the manufacturing review of both parts, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Conclusion: the complaint is confirmed as both devices are blocked together. The visual appearance of the blocked pfna blade shows that both devices were subjected to mechanical overload. The pfna blade has various damages that occurred during the implantation time or during attempts to remove the blade from the instrument. The inside attaching and locking mechanism of the pfna blade is damaged and not functioning anymore. All attempts to remove the blade from the extraction screw for pfna blade were unsuccessful. The reported failure is typically consistent with inadequate handling of the device in combination with excessive force application. Based on the findings above no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, as been determined that no corrective and/or preventative action is proposed h3, h4, h6: a review of the device history record. Device history lot part: 02.027.034s, lot: 3l65186, manufacturing site: bettlach, release to warehouse date: 08. Mar. 2019 , expiry date: 01. Mar. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that during an upcoming inspection at the loaner set department at dps, umkirch, it was noticed that the blade cannot be disassembled. There was no surgery or patient involvement. This is 2 of 2 for report (B)(4).